Manufacturer narrative:
B5 clinical narrative updated and h6 codes were updated. Additional information received for d6 explant. H1 type of reportable event was updated from serious injury to death.

Event description:
Updated clinical narrative: additional information was received that after 15 days on support, the family withdrew care and the patient expired. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was likely due to the stroke combined with the underlying cardiogenic shock. Prior clinical narrative: an impella 5.5 device was inserted into the right axillary/subclavian artery in a 57-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), the patient received a computed tomography (CT) head and was diagnosed with an evolving subacute infarction to the right frontal lobe with surrounding edema. Sedation was being weaned and the patient was able to squeeze his hand, the right side was noted to be weaker, but not any different than prior to the stroke per the nurse. The post-procedure outcome is unknown. While on support, the device functioned as intended at p-8 at 4.8 l/min with d5w sodium bicarbonate in the purge solution. Cerebral vascular accident/stroke is a potential adverse event, and may be influenced by inadequate anticoagulation, prolonged support time, and/or the patient's clinical presentation of cardiogenic shock.

Manufacturer narrative:
B5 updated with additional information.

Event description:
It was reported per neurology there was not an intervention option.

Event description:
Clinical narrative: an impella 5.5 device was inserted into the right axillary/subclavian artery in a 57-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), the patient received a computed tomography (CT) head and was diagnosed with an evolving subacute infarction to the right frontal lobe with surrounding edema. Sedation was being weaned and the patient was able to squeeze his hand, the right side was noted to be weaker, but not any different than prior to the stroke per the nurse. The post-procedure outcome is unknown. While on support, the device functioned as intended at p-8 at 4.8l/min with d5w sodium bicarbonate in the purge solution. Cerebral vascular accident/stroke is a potential adverse event, and may be influenced by inadequate anticoagulation, prolonged support time, and/or the patient's clinical presentation of cardiogenic shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.